Event description:
It was reported that the balloon port kinked, which caused the port tubing to expand to a dangerous level and made balloon inflation impossible. The foley catheter had to be removed due to the inability to inflate the balloon. Per follow up, the tubing was kinked, and caused the tubing directly beneath the port to expand outward and did not allow fluid to flow to the balloon.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿collapsed lumen under balloon¿ with a potential root cause of ¿wrinkled rubberize or tubing design (walls not thick enough)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon port kinked, which caused the port tubing to expand to a dangerous level and made balloon inflation impossible. The foley catheter had to be removed due to the inability to inflate the balloon. Per follow up, the tubing was kinked, and caused the tubing directly beneath the port to expand outward and did not allow fluid to flow to the balloon.